Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 319 mg/dl and the patient was treated with correction bolus via pump. Patient reported that infusion set had been inserted into a body crease, an area susceptible to temporary positional blockages. No further information available.